Event description:
It was reported that the cardiac resynchronization therapy defibrillator (crt-d) and this right atrial (ra) lead exhibited noise which was being oversensed, resulting in atrial tachy response (atr) episode. Noise was also observed in that episode and on the presenting electrogram (egm). Technical services (ts) was consulted and noted there have been no additional events since, and discussed the possibility that this was electromagnetic interference (emi). It was noted that this patient also has a left ventricular assist device (lvad). Additionally, the left ventricular (lv) lead presented high out of range pace impedance measurements which the health care professional (hcp) stated was a known issue for over the past year, and the lv lead is programmed off. Ts recommended programming off daily lv lead impedance measurements. The crt-d remains in service. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).